Event description:
In 2009, this pt underwent endovascular repair of an infrarenal abdominal aortic aneurysm using gore excluder aaa endoprosthesis. It should be noted that the trunk ipsilateral leg component was intentionally landed in the left common iliac artery with only 5 mm of seal. At about 20 days, f/u CT images revealed a type 1 endoleak from the distal end of the ipsilateral leg. A reintervention took place at approx 40 days later, using an add'l device, and the endoleak was resolved.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Attempts to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable, or was not applicable.